Event description:
It was reported that there was four episodes of high frequency burst noise believed to be emi. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d354drg implantable cardioverter defibrillator (ICD), implanted: unknown. (B)(4).